Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a battery out limit alarm after changing battery and then received a motion sensor test failure alarm and was stuck in a loop which did not allow troubleshooting. Customer's blood glucose was 140 mg/dl. Customer reported of having low blood glucose for a month which ranged from 40 mg/dl to 50 mg/dl. Customer also reported of receiving a motor error alarm and motor position encoder error alarm. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to magnetic; drive support cap appeared normal and customer was able to complete rewind process. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected battery out limit alarms noted. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The pump passed the rewind, basic occlusion, prime and displacement tests. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarm was noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and a cracked lcd window. The drive support disk was inspected and no anomaly was noted.